Event description:
Patient revised on (B)(6) 2021 due to dislocation from fall, approximately 6 weeks following primary surgery. Surgeon explanted 36/+3 standard humeral cup and replaced it with a 36/+6 stability humeral cup and a +9mm humeral spacer.